Manufacturer narrative:
Updated due to surgical intervention. Correction: literature was incorrectly marked as a report source previously: interrogation of the returned device revealed the pump had been programmed to deliver 10.0 mg/ml of fentanyl at 0.062 mg/day and 150.0 mcg/ml of bupivacaine at 0.94 mcg/day in minimum rate mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain, other chronic/intractable pain (trunk/limbs) and spinal pain. It was reported that the pump was alarming or beeping. The reporter stated that it sounded like a 4 second beep. The patient service specialist (pss) asked if it sounded like a european alarm; the reporter stated yes it did. The reporter stated that the patient tried to give themselves a bolus and received the code of 8476. Pss reviewed that was a motor stall code and hearing that alarm could be why they were seeing the alarm. Pss reviewed with a motor stall no medication was being delivered to the patient. The reporter stated that they heard this same alarm a while ago because he let his pump almost run out. The reporter mentioned the following possible alarm event: the patient had a recent pump refill less than a week ago. The pss asked if the patient had any imaging or been exposed to emi. The reporter stated that no they had just been at home. It was reported that the reporter would follow up with the healthcare professional to discuss the pump alarming and the ptm (patient therapy manager) code. There were no reported symptoms. It was reported that the first alarm was heard (B)(6) 2017 and the second alarm (ptm code 8476) either (B)(6) 2017. No further complications were reported. Additional information was received from the manufacturer representative. It was reported on (B)(6) 2017 that a manufacturer representative called and stated that he was asked by the managing physician dr. (B)(6) to contact the patient. Technical services reviewed the code meaning for 8476 and reviewed that if the pump was interrogated and showed the stall and there was no environmental cause then likely the pump would need to be replaced and sent back to the manufacturer to be analyzed to determine the cause of the stall. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train corrosion/wear/lubrication and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.